Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no impact to customer's blood glucose. Reportedly, customer did not have glasses on and may have not seen the display amount correctly. However, this could not be confirmed. Customer declined troubleshooting.